Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt / check therapy pad messages) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging rear pulse wires within the distribution node (dn). The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing "adjust belt" and "check therapy pad" messages.